Event description:
The consumer's nephew alleges the consumer fell while trying to get out of her bed. She grabbed the back of her wheelchair to try to break her fall and allegedly cut her hand on the arm socket of the wheelchair, requiring 17 stitches.

Manufacturer narrative:
Manufacturer received a call from the user's family alleging their aunt fell while attempting to get out of her bed, and that's when the user attempted to grab the chair to break her fall. This action resulted in the user inadvertently impacting her hand on the arm socket of the chair, requiring 17 stitches. No malfunction apparent. Nature of complaint indicates this incident is accidental. Device remains in use. MDR filed based on serious injury.